Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a procedure to revise this patient's right ventricular (rv) lead, a fracture was noted on this right atrial (ra) lead. During the procedure, the physician found that the fracture was due to the suture which was placed around this lead and the patient's rv lead at implant. Once the leads were pulled apart, a fracture was visualized on the ra lead. The lead was still functioning normally with normal lead measurements prior to this. However, the lead was explanted due to the fracture. No additional adverse patient effects were reported.